Manufacturer narrative:
The patient required revascularization of the target limb and vessel. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. Availability to enter this information is still work in progress at spnc, thus the drug information is noted below: stellarex 0.035 otw drug-coated angioplasty balloon. Paclitaxel drug, 2.6 mg. Therapy date: (B)(6) 2013. Adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries. Lot #: 13c115080-1. Expiration date: 09/11/2013. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Foreign- (B)(6) / study name- (B)(6), patient ID #(B)(6). Combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2013, the patient underwent an index procedure of a 100 mm, 100% stenotic de novo lesion of the left distal sfa. The lesion was predilated using a 4 x 80 mm pta balloon and inflated to 14 atm, resulting in a residual 60% stenosis. Next, a 5 x 120 mm stellarex balloon was inflated to 14 atm for 2 minutes, resulting in a residual 50% stenosis. The lesion was post-dilated using a 5 x 80 mm and a 5 x 40 mm stellarex balloon, both inflated to 17 atm, resulting in a residual 25% stenosis. A bare metal stent was placed due to a grade a dissection noted. Following stent placement, post-dilation was performed again, resulting in residual 25% stenosis. The patient was discharged per plan. On (B)(6) 2017, the patient underwent revascularization of the target limb and vessel, due to a high grade restenosis. Angioplasty was performed using a drug eluting balloon, resulting in less than 50% residual stenosis. The patient was discharged on (B)(6) 2017. The physician indicated that the adverse event is not related to the device or procedure.